Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; there was damage to the screen and he had to tilt his pump at a certain angle to read it. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the cosmetic damage. The customer did not recall any significant events leading to the physical damage aside from normal wear and tear. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The customer did not want to replace the pump and agreed to monitor it; he will receive a replacement if the pump condition worsens. However, the customer has been offered an upgrade in the past and now expresses interest in upgrading; an email was sent to his diabetes therapy associate regarding the customer's upgrade options.